Manufacturer narrative:
It was not possible to match this event with any previously reported event. The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Bendel, m.a., moeschler, s.m., qu, w., hanley, e., neuman, s.a., eldrige, j.s., hoelzer, b.c. Treatment of refractory postdural puncture headache after intrathecal drug delivery system implantation with epidural blood patch procedures: a 20-year experience. Pain research and treatment. 2016. 2134959. (1-5). Doi: 10.1155/2016/2134959 summary: this study aims to provide a retrospective report of epidural blood patch (ebp) for patients suffering from postdural puncture headache (pdph) related to intrathecal drug delivery system (idds) implantation. Reported events: a (B)(6)-old female with an indication of spasticity and spinal cord injury had their catheter level at l3-4. The patient had a post-dural puncture headache (pdph). The patient had symptoms refractory to conservative treatment that included bedrest, intravenous fluid, caffeine, antiemetics, opioids and acetaminophen. The event required an epidural blood patch at l4-l5. All patients reviewed achieved relief of the pdph symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.